Manufacturer narrative:
The pipeline flex device was returned for evaluation within the microcatheter and was found to be partially deployed outside the cat heter tip. For further examination, the device was pushed out of the microcatheter with significant resistance and the tip coil was found to be slightly damaged. The pipeline flex braid was found to be fully open with the distal end having severe fraying, and the proximal end having moderate fraying. No other anomalies were observed. Based on the customer¿s photos, the clinical observation was confirmed. In the customer¿s photos, the pipeline flex braid was found to have its distal end cinched onto the pushwire. However, based on the analysis findings the clinical observation could not be confirmed as the returned pipeline braid was found to be fully opened. We are unable to definitively determine the cause of the event; it is possible that patient anatomy and the damaged braid may have contributed to the device not opening. All products are 100% inspected for damage and irregularities during manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been returned for evaluation and the investigation is on going. A supplemental will be submitted upon completion.

Event description:
Medtronic received information that during treatment of an aneurysm located in the cavernous sinus of the right internal carotid artery (ica), the device did not open distally. It was reported that he physician manipulated the microcatheter to expand the device but it did not expand in the vessel. It was further reported that approximately 10 mm of the device was deployed before it was resheathed. The physician removed the device by resheathing and the device eventually expanded by rubbing the distal tip roughly once outside the patient. A new device was used to complete the procedure successfully. No patient injury was reported. The aneurysm max diameter was 15.6 mm. The proximal landing zone was 5.1 mm and the distal was 4 mm. The patient had medium level of tortuosity and medium size in diameter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.